Event description:
Pt was treated in 2003. At post treatment the pt had developed square shaped burns on cheek, temple and lip area. Follow-up 3 month later: the pt has a 1cm-depressed scar that is slightly hyperpigmented. Follow-up in 2004: theremage was informed by dr. That the pt had moved last 2003 and that they asked that nobody call since they did not want their spouse to know they did the treatment. At most recent follow-up in 2004 the pt called thermage and stated that their indentations are better than before but still not resolved in the temple and jawline area.